Manufacturer narrative:
(B)(6). The device was manufactured between 03oct2018 and 04oct2018. Three (3) devices were received for evaluation.visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a leak was observed a the spike port cap from the base of the spike port tubing of all three samples. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from "around the seam/stem of the port that we add the additives". The leak was discovered during preparation. There was no patient involvement. No additional information is available.